Manufacturer narrative:
No specific information regarding the procedure site or date was provided; therefore, no da vinci system or accessories log files are available. Abdul wasay mahmood, grace harrington, zhe jing, qiang li, ahmed a. Hussein, khurshid a. Guru, robot-assisted uretero-enteric reimplantation for uretero-enteric anastomotic strictures following robot-assisted radical cystectomy: surgical approach and outcomes over two decades, asian journal of urology, volume 11, issue 3, 2024, pages 384-390, issn 2214-3882. Https://doi.org/10.1016/j.ajur.2023.10.002.

Event description:
A literature article described a study with the aim to describe the technique and perioperative outcomes of robot-assisted repair of uretero-enteric strictures (ues) after robot-assisted radical cystectomy (rarc) for urinary diversion. The study retrospectively reviewed a database for rarc between november 2005 and august 2023. A total of 45 patients (with a median age of 66 years and a median bmi of 29 kg/m²) who developed ues underwent uretero-enteric reimplantation by da vinci. The article noted that during these surgeries, one patient experienced leakage at the site of robotic-assisted uretero-enteric reimplantation (ruer) and one other patient experienced leakage from the ileal conduit. It is also noted there were 7 intensive care admissions, but no other details are provided. There were no specific da vinci device malfunctions reported, nor did the authors allege that an intuitive surgical, inc. (Isi) product caused or contributed to any adverse event.